Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a CPAP device's sound abatement foam. New and relevant information has been added as follows: on 11/15/2021, the manufacturer received information alleging the patient is having sinus issues and can't sleep without the device. On 02/01/2022, the manufacturer received information alleging the filters are black, having a lot of phlegm, headaches, particles in tubing/chamber. There was no report of serious harm or injury and no report of medical intervention. Section b.3. Was updated to show the date of event as 11/15/2021. Section h.6. Was updated to reflect the appropriate clinical coding.